Event description:
It was reported that the atrial lead had an apparent fracture, and was also noted to have an undefined high impedance. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.